Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A customer reported that a surgical technician sustained a cut to the finger while removing an ophthalmic knife from the blister package prior to surgery. Additional information has been requested. Additional information received from the reporter confirmed that the staff member required no medical treatment with respect to this reported event.